Event description:
It was reported that a red call doctor icon was noted from this implantable device. Information has been requested regarding the specific reason for the red call doctor icon, but a response has not been received. At this time, the device remains implanted and in-service. No adverse patient effects were reported.